Event description:
Heartware-to-heartmate 3 ventricular assist device (vad) exchange due to left ventricular assist device (lvad) malfunction (history of restart failures after double power disconnection by patient). Patient has also been on suppressive therapy with for chronic pseudomonas aeruginosa driveline infection for four years. He also had a methicillin-resistant staphylococcus aureus (mrsa) infection 4.5 years ago and was placed on chronic doxycycline. He underwent debridement and omentoplasty 4 years ago and was placed on indefinite ciprofloxacin suppression. Two months ago, he was admitted for new pseudomonas infection and discharged on zosyn last month. As of last week, patient has been receiving meropenem, with plans to follow up on blood cultures and cultures obtained in the operating room.